Event description:
Pt admitted 6/9/96 with 3 vessel coronary disease. Had CABG on 6/12/96. Had multiple ventric. Fib. Arrests on 6/16 and 6/17. On 6/17 required 6-8 defibs at 360 joules. Sustained 2 degree burns to left forearm and minor burn to right rib area. Are required grafting. Staff involved believes 25lbs of pressure was not maintained on paddles causing "arcing" and fire.